Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Programmed insulin pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button are hard to push. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer reported that insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.